Event description:
It was reported that the 6800 system had a damaged power cord and the cord holder was loose. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord and cord holder were replaced during the service call. The system was tested and found to be working as intended, and put back into service.